Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date and time were incorrect, cause was unknown. During troubleshooting with tandem technical support, the date and time were corrected. There was no reported adverse impact to the customer's blood glucose level.